Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, endoscopic image was not displayed on the monitor. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the universal cord of the device was wrinkled. The exact cause of the reported event could not be conclusively determined. However based on the report of the olympus local service engineer, omsc surmised a potential cause as follows. The cause of the wrinkles of the universal cord of the device is the bending stress applied to the universal cord. The cable inside the universal cord was broken by bending stress. The instruction manual of the device states the corresponding method in case of an abnormality.